Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw was loose and "now floating in the patient". It is unknown if a revision has been done at this time. No further details are known.

Manufacturer narrative:
A review of radiographic images shows two lateral x-rays are provided of scoliosis construct which extends down to l4. The second film shows the separation of a set screw presumably from the l4 pedicle screw. No clear dissociation of rod and screw has occurred however with the set screw out the contract no longer holds the lower motion segment.